Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient's weight would not be made available. The healthcare professional instructed the patient to lose weight to resolve the ins being tilted. The ins being tilted was noted to not be resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had poor coupling with recharging. The patient was unable to charge. The caller stated that they were getting no coupling bars with the patient's recharger and the reps recharger. The caller was asked to position the recharger over the ins and to drop it slightly below the incision. A poor coupling screen was seen. Antenna locate was attempted, but scores of 38-40 and 58-64 were seen. No coupling bars were seen. The caller stated that the ins was tilted. The rep could feel the top of the device, but the bottom was too deep. A x-ray was suggested and the patient was redirected to the patient's healthcare provider (hcp).